Event description:
Physical therapist touched the tip of the transducer intentionally, when she noticed that there was no saline coming out of the applicator. She received a friction burn to her fingertip, but has had no complications as a result of the burn.

Manufacturer narrative:
This report was delayed due to sales rep not communicating with the manufacturer's complaint coordinator in a timely fashion. Review of reporting time frames was done with sales rep.